Manufacturer narrative:
Despite requests for addlitional info concerning the event, the clinician has not submitted the requested info. However, the co's evaluation of this event (based on existing info) gives the co cause to conclude that the event is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as publihsed in the scientific literature.

Event description:
Removal of endosseous dental implant. A total of 9 implants were placed over a period of appoximately 15 months. The implants in sites #5, #7 & 10 were placed in class 2 bone on 8/3/94 during a routine procedure. A fixed provisional splint was fabricated on implants #5-12 in march 1995. The clinician reports that these implants later fractured. He reports that the fractures may be due to an under-supported provisional and overloading of implant due to a bruxing habit. Only the implant from site #7 has been returned for analysis. The clinician has been asked for additional info.